Event description:
It was reported that there was an increased threshold and high stable impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing lead impedance warning occurred on (B)(6) 2012 for lead impedance 1040 ohms. Rv pacing lead impedance was 1328 on (B)(6) 2013 and has been rising since; rv pacing lead impedance was 1760 on (B)(6) 2014.